Event description:
During the subsequent 24-48 hour post operation period, pt had a minor embolic stroke to the right midbrain. This was presumed to be embolic from the attempt to cross her aortic valve, severely calcified, during the "noga" mapping. Pt noted mild dysarthria, right facial droop, and minor left-sided weakness.